Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test a low battery alarm was identified. The cause of the alarm was blown fuses. The blown fuses and battery was replaced and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.